Event description:
It was reported that during an unrelated procedure, damage was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.